Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a hardware failure on (B)(6) 2014. International distributor advised patient to reset the device on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.